Manufacturer narrative:
Date of event: the study was conducted from january 2000 to december 2001. (B)(6). Literature article: cox, s., walsh, s., yaqoob, m., fan, s. Predictors of survival and technique success after reinsertion of peritoneal dialysis catheter following severe peritonitis. Peritoneal dialysis international. 2007jan; vol. 27(1):6773. Doi.org/10.1177/089686080702700115. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A single center study was performed involving 556 peritoneal dialysis (pd) patients during a 24-month period. It was reported 190 patients developed at least one episode of peritonitis. The peritonitis was manifested by abdominal pain and/or cloudy effluent. The cause of the peritonitis events was not reported. It was not reported if the patients were hospitalized for the event. The patients were treated with intraperitoneal (ip) vancomycin (2 g once only), ip gentamicin (20 mg/l daily), oral ciprofloxacin (500 mg twice per day), and oral rifampicin (600 mg per day). Treatment was continued for a total of 14 days. It was reported 106 patients required pd catheter removal. Within four weeks of pd catheter removal and prior to reinsertion, it was reported seven patients passed away. The cause of death was reported as persistent peritonitis and sepsis. The cause of the sepsis events was not reported. Treatment for the sepsis was not reported. It was not reported if autopsies were performed. At the time of this report, other patient outcomes were not reported. No additional information is available.